Event description:
Customer reported receiving imprecise sequential readings of 67 mg/dl, 32 mg/dl and 153 mg/dl on their adc meter within ten minutes. When plotted on the parkes error grid, the results fell within the "c" zone showing the difference in readings is considered clinically significant. There was no report of serious injury, death or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete.